Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently was suspected of exhibited supraventricular tachycardia (svt) that resulted in atrial far-field over-sensing and subsequent delivery of three anti-tachycardia pacing (atp) bursts. Boston scientific technical services (ts) was contacted, and it was discussed that the patient has a large amount of pacemaker-mediated tachycardia (pmt) and premature ventricular contractions (pvcs), which could point to the episode being ventricular in-origin. The physician indicated that electrophysiology testing is anticipated. Regardless, ts provided potential reprogramming options to mitigate the far-field over-sensing and prevent further inappropriate atp delivery. At this time, the crt-d remains implanted and in-service. No adverse patient effects were reported.